Manufacturer narrative:
Complaint conclusion: as reported, the proximal end (base) of the 6f .070-inch judkin's left (jl) 4 100cm vista brite tip guiding catheter was cracked when removed for use. The procedure was completed by changing to another catheter with the same catalog. There were no reports of patient injury. The device was stored and prepped per the instructions for use (fu). There were no damages found on the device packaging prior to opening. The device was not flushed or prepped in any specific way before use. The issue was discovered during prep, specifically when unpacking the product, as it was found to be broken. A non-sterile ¿6f .070 jl4 100cm¿ unit was received for analysis. During visual inspection a crack was observed on the luer hub and multiple kinks were located at 13 cm, 35 cm, 56 cm, 64 cm, 72 cm, and 81 cm from the proximal end of the hub. Dimensional analysis was conducted to measure the outer diameters (ods) and inner diameters (ids) near the kinked sections. The measurements were found to be within specification. A functional analysis was performed, and a cracked condition was observed on the hub causing a leakage. Additionally, an aspiration test was performed and air was seen inside the syringe after the plunger was pulled back. A microscopic analysis was performed to evaluate the cracked condition observed during the functional test. Fatigue striation patterns were observed on the separation walls, which are typically attributed to excessive tensile strength applied to the material. The reported as ¿luer hub ¿ cracked¿ was confirmed due to the conditions observed on the device. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the proximal end (base) of the 6f .070 inch judkin's left (jl) 4 100 cm vista brite tip guiding catheter was cracked when removed for use. The procedure was completed by changing to another catheter with the same catalog. There were no reports of patient injury. The device was stored and prepped in accordance with the instructions for use (fu). There were no damages found on the device packaging prior to opening. The device was not flushed or prepped in any specific way before use. The issue was discovered during prep, specifically when unpacking the product, as it was found to be broken. The device will be returned for evaluation.